Event description:
A 22mm diameter x 13 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. The patient has a history of hypertension, benign prostatic hypertrophy, severe spinal stenosis, degenerative joint disease, gastroesophageal reflux disease, duodenal ulcer, atrial fibrillation, left bundle branch block, hypercholesterolemia, diverticulosis, and myocardial infarction. It was reported that after the successful deployment of the bifurcated stent graft and an iliac extension cuff a 13 mm diameter x 11.5 cm length aneurx iliac extension limb was advanced into the patient. It was reported that during deployment the delivery system failed to completely deploy the stent graft. The physician attempted to re-sheath the stent graft inside the aneurx delivery system but was unsuccessful. The physician was also unsuccessful at advancing the introducer sheath over the partially deployed stent graft. It was reported that the patient was converted to open surgical repair and the device was removed. No additional sequelae were reported and the patient is reported to be fine. The device has been retained by the medical facility and will not be returned for evaluation.